Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Additionally, it was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units. The customer reported blood glucose level was "good." The customer changed the supplies on the pump and resumed insulin delivery.